Event description:
The analytical sensitivity claim of <0.01 ng/ml may not be met for all lots of architect stat troponin-I reagents. An assessment of 21 reagents lots demonstrated that the average analytical sensitivity was 0.018 ng/ml with the maximum value of 0.028 ng/ml. If a cut-off at or near the analytical sensitivity claim of 0.01 ng/ml is used, patient results may be impacted. A recall was issued. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Troponin-I reagent lots associated with recall. Lot: 11455c006, mfg date: 5/11/06, exp date: 3/31/07; lot: 11605un06, mfg date: 5/18/06, exp date: 3/31/07; lot: 12072un06, mfg date: 5/31/06, exp date: 3/31/07; lot: 14818un06, mfg date: 12/06/06, exp date: 10/31/07; lot: 13037un06, mfg date: 5/28/06, exp date: 7/31/07; lot: 12990un06, mfg date: 8/09/06, exp date: 7/31/07; lot: 12982un06, mfg date: 08/03/06, exp date: 07/31/07; lot: 11456c006, mfg date: 05/11/06, exp date: 03/31/07; lot: 11609un06, mfg date: 05/19/06, exp date: 3/31/07; lot: 14817un06, mfg date: 12/01/06, exp date: 10/31/07; lot: 14339un06, mfg date: 12/07/06, exp date: 10/31/07; lot: 13590un06, mfg date: 08/08/06, exp date: 7/31/07; lot: 12986un06, mfg date: 08/07/06 & 08/08/06, exp date: 07/31/07; lot: 14350un06, mfg date: 12/08/06, exp date: 10/31/07; lot: 13122un06, mfg date: 07/20/06, exp date: 07/31/07; lot: 11370c006, mfg date: 04/24/06, exp date: 03/31/07; lot: 12978un06, mfg date: 07/17/06, exp date: 06/30/07. This is the final report.